Event description:
Baxter reported that a customer contacted baxter's technical service ctr regarding the home choice (hc) system error 2240, this error occurred during drain. The technical svc rep (tsr) had the home patient (hp) do a manual bag exchange and have the hp contact the nurse later. The hp stated the pt line became disconnected so the tsr explained the air in line alarm and stated that the therapy was over. No pt injury or medical intervention was reported.

Manufacturer narrative:
Sample availability was unk at this time. Should the sample become available, a follow-up medwatch will be submitted. The product code and lot numbers were unk, however, when performing home choice peritoneal dialysis therapy a cassette is required. With this info the product involved will be a home choice cassette as this cassette is unique to the home choice peritoneal dialysis therapy. When add'l info regarding the cassette becomes available, a follow-up medwatch will be submitted.